Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event meets the FDA defined criteria for a serious injury. Additional information received: what he has described was that during his 4th firing, the tissue suddenly started to slide out of the end of the device, therefore meaning the stomach did not staple correctly. This made it sound as though the knife blade was unable to cut through the tissue to cut and staple. Complaint team please can you note that the patient is still not well. Her stomach is ¿blocked¿. The surgeon is reviewing the patient. He has performed a laparoscopy 2 1/2 weeks ago and found the stomach to have a stricture around where the 4th staple firing was (which is the complaint firing). The surgeon will be seeing the patient in clinic today. If her problem hasn¿t resolved he is contemplating doing a bypass, however the patient has stated previously that she would be unhappy with a bypass. The patient was told that there was a problem during her procedure with one of the firings of the gun. Additional information requested but unavailable: did the patient undergo any additional treatments or surgeries since last email? Was any tissue movement noticed during firing of device? What is the staff¿s cleaning routine between firings? Was buttressing material used? Did crossing of staple lines occur? What is the current patient status?

Manufacturer narrative:
(B)(4). Batch # p55m3g photographic analysis: intra-operative photos received. First picture shows four images, the one on the right lower quadrant is showing tissue, the rest of the pictures are showing tissue, and some bleeding can be appreciated. Second picture shows four images, the below pictures show a device with the jaws closed in the tissue, the two on the top show a cut and staple line. Last picture shows three images where a finger is showing what appears a cut with no staples present in a tissue. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. The analysis found that one ec60a device was returned with no apparent damage and with two ec60a cartridge reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: are photos available? Photos received.

Event description:
It was reported that during an unknown procedure, the doctor was firing the device up the stomach. Green, green, gold reloads (using right upper port), all these firings were good. For the fourth firing with gold reload was used and the device was put through left side port. As all previous firings, they closed the gun for twenty seconds prior to firing (he always then waits another twenty seconds after firing before releasing) not much tissue was in the jaws though the first squeeze of the firing trigger was stiff and as the trigger was squeezed for the second and third time the tissue was seen to bunch up. After firing trigger for fourth time the device was opened and at the apex of the device staples were crowded on top of one another and above these staples, staples were all over the place. The staples were not formed correctly. Another device was opened and this time a green was used. There was enough medial tissue to fire this device to remove the incorrectly formed staple line. A leak test was performed and it was fine. There were no adverse consequences for the patient.